Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken off the insulin pump due to diabetes ketoacidosis. Customer is unsure if the issue was related to the insulin pump. No further info reported.